Event description:
The customer reported that she had high blood glucose for two days and stated that her reservoir leaked from the back, past both o-rings into her insulin pump reservoir compartment. No blood glucose level was provided at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.